Manufacturer narrative:
The insulin pump powered up properly after battery installation. Pump was received with operating currents within spec. No failed battery test alarms noted. Pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Pump was received with cracked case at display window corners and battery tube threads, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.